Event description:
The device was used to successfully defibrillate the patient at 200 joules. After 25 minutes, the patient deteriorated back into ventricular fibrillation. Reportedly, the device prompted connect electrodes and defibrillator energy could not be delivered to the patient. After an interval of 5 minutes, unspecified actions were completed and the discrepancy was resolved. The patient was resuscitated.